Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The pump would not start after placement. The pump was removed and replaced with another impella cp. No patient harm was reported and the patient outcome was noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of pump did not start has been completed. Pump and data log were not returned for investigation. As per the given clinical, pump did not start after placed into patient. The cause of the pump did not start issue was not determined since product was not returned and sufficient clinical information was not provided.